Manufacturer narrative:
B3: date of event is unknown. The customer reported issue was able to be confirmed through functional test. The cause of the reported issue was a defective microswitch. The reported issue was solved by renewing the microswitch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the float sensor was faulty. There was no patient involvement.